Event description:
The distributor reported contamination was identified in the barrel of the syringe within the kit during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
Device evaluation: the device has not been returned for evaluation. A follow-up report will be submitted when the evaluation has been completed.